Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised physio-control that he has been initially unable to duplicate the reported issue and is still investigating. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that a device end user had advised that the unit would freeze/lock-up during the self-test and would not power off until after the battery was removed. There were no service indicator present and no event codes in the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that the cause of the reported issue was the user interface (ui) flex cable.  The biomedical engineer replaced the ui flex cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device has not been returned to physio-control for evaluation.